Event description:
During a mini-bypass procedure, after making the lesion, the dr decided to fire. However, the cartridge did not fire staples out. The procedure was completed by hand suturing. There was an extended or time of 30 mins. There was no pt consequence.